Event description:
It was reported that, the shock impedances of this electrode were low out of range. The impedance trend was reviewed and discussed by the boston scientific technical services (ts) and the field representative. Ts explained that the average impedance post implant was approximately 50 ohms, then trended downward in a gradual fashion and has been very stable with average of approximately 30 ohms over the last eighteen months to two years. The field representative stated that the system placement was as expected on the x ray. Ts stated that the decrease in the impedance may be associated with patient condition as the body habitus is small or possible fluid overload. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the patient was hospitalized to perform a defibrillation threshold (dft) test, nonetheless it was not being able to induce. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the shock impedances of this electrode were low out of range. The impedance trend was reviewed and discussed by the boston scientific technical services (ts) and the field representative. Ts explained that the average impedance post implant was approximately 50 ohms, then trended downward in a gradual fashion and has been very stable with average of approximately 30 ohms over the last eighteen months to two years. The field representative stated that the system placement was as expected on the x ray. Ts stated that the decrease in the impedance may be associated with patient condition as the body habitus is small or possible fluid overload. This device remains in service. No adverse patient effects were reported.